Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer inspected the system remotely and confirmed that there was a message on the screen which showed that the fluoro store was unavailable. Rse found that, the issue was due to image disk storage being full. The rse communicated with the customer to follow these steps. Login to fsf > system > image processor > recreate image store and perform the recreate image store then restart the system and recheck if the issue is still present or not. After providing this information, the customer did not come back for 14 days and therefore the issue was treated as resolved. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device gave an error: "fluoro store unavailable. Image disk full". The user deleted multiple patients, but the issue persisted. There was no reported patient or user harm. Philips has started an investigation of this complaint.